Event description:
It was reported that air bubbles were observed within the canister. Customer¿s blood glucose level was "over 300" mg/dl. Customer declined follow up from tandem technical support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.